Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months of post deployment, computed tomography studies of pelvis demonstrated that there was caval perforation by the inferior vena cava filter and grade 3 organ abutment by 3 o'clock strut with the aorta, grade 3 organ abutment by 6-7 o'clock struts with the paraspinal musculature, grade 1 caval penetration by 1 o'clock, 4 o'clock and 11 o'clock struts. There was an 11.8 degree anterior tilt and 4 degree right lateral tilt. There was no migration observed. The tip of the filter was 2 mm below the right renal vein and number of struts were found to be 12. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for an unknown indication. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.